Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected off no power alarm, blank display and no moisture damage on the electronics assembly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and blank display. Customer's blood glucose level was 600 mg/dl. Customer advised the insulin pump turned off at random and they had blood inside their tubing. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.